Event description:
The customer reported that the device was indicating that the test failed. The philips field service engineer (fse) later clarified that the device indication reported by the customer was that the battery required calibration.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.